Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home, under hospice care. The cause of death was coronary artery disease, chronic kidney disease, acute renal failure and diabetes. The caller stated that the customer had many physical ailments. Two weeks prior to passing, the hospice care took him off dialysis and let him pass. The customer had diabetes complications, kidney disease, heart disease. The caller stated that in the past, the customer had seizures which are not related to his passing. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. The caller stated that the battery was removed from the insulin pump a long time ago.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was returned with no battery installed. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. Data analysis: (B)(6) 2016 daily insulin total = 10.625u; (B)(6) 2016 daily insulin total = 10.700u; (B)(6) 2016 daily insulin total = 10.700u; (B)(6) 2016 daily insulin total = 11.800u; (B)(6) 2016 daily insulin total = 13.500u; (B)(6) 2016 daily insulin total = 9.500u; (B)(6) 2016 daily insulin total = 10.700u.